Event description:
Drug mixed and instilled in cassette. Tubing primed, solution in cassette pigtail clear, from hub of pigtail connection to tubing to filter, cloudy; from filter to hub of cvl, clear. Cassette returned to branch and then sent to rep of gsk determination of cause of cloudiness.